Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from a large hematoma after crt implantation. The investigator assessed this event as possible related to the patients medical history and concomitant medication with apixaban 2.5mg. The patient was hospitalized. Analgesic as needed and novalgin pills were given.